Event description:
It was reported that while in use on a patient, these 980 ventilators alarmed and displayed ventilator inoperative "vent inop" and the safety valve was open. The patient was transferred to another ventilator without injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient these 980 ventilators alarmed and displayed ventilator inoperative "vent inop" and the safety valve was open. The device was available for evaluation. Although it was reported that the safety valve opened, a review of the ventilator logs indicates that the device entered into backup ventilation (buv) at the time of the reported event. The service personnel (sp) inspected the ventilator and confirmed the device was in an inoperative state with the safety valve open as a result of the entry into buv as identified by the codes in ventilator logs. Based on the codes displayed, sp replaced the pneumatic interface (pi) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in pi pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated section d unique identifier (UDI)# section d9 updated due to part return section h6 evaluation codes were updated to analysis of returned part conclusion code (annex d) remove d02 and add d15 component code (annex g) remove g02005 and add g07001. H3: device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 v entilator alarmed and displayed ventilator inoperative "vent inop" and the safety valve was open. The device was available for evaluation. Although it was reported that the safety valve opened, a review of the ventilator logs indicates that the device entered into backup ventilation (buv) at the time of the reported event. The service personnel (sp) inspected the ventilator and confirmed the device was in an inoperative state with the safety valve open as a result of the entry into buv, as identified by the codes in ventilator logs. Based on the codes displayed, sp replaced the pneumatic interface (pi) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One pi pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. Although the pi pcba resolved the issue in the field, the returned component was analyzed and tested satisfactorily. With the information available, the likely cause of the reported entry into buv was a transient out of range inspiratory pressure measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.